Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable and the patient has pain at the ipg site. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.